Event description:
It was reported that the implantable neurostimulator was infected. The company rep was informed by a physician that a pt became infected after an implant. Add'l info has been requested and will be made as f/u, as it becomes available.

Manufacturer narrative:
(B)(4)